Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The procedure was indicated to treat acute myocardial infarction (ami). The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). After a non bsc guidewire crossed the lesion, dilatation was performed with a 2.75mm non bsc balloon then a 3.00mmx12mm nc emerge® balloon catheter was advanced for dilatation. However, on the first inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed and was exchanged with a different device for dilatation. A non bsc stent was then deployed and the procedure was completed without issue. No patient complications were reported and the patient's status was good.